Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), confirmed the reported presence of plastic debris; however, the origin and root cause of the material could not be conclusively determined through this evaluation. (B)(6) and the plastic debris were returned for evaluation. (B)(6) was returned assembled and in new condition with the pump cable (including the inline connector bend relief) intact. The modular cable, apical cuff, outflow graft, and outflow graft bend relief were not returned. The cuff lock was returned disengaged. Visual examination of the returned pump cable revealed no signs of damage or discoloration. The pump header and pump-end bend relief appeared unremarkable. A clean, unlabeled plastic sample jar with a blue lid was included with the pump. The jar contained a thin piece of clear plastic measuring approximately 4.5¿ long. The plastic appeared to curl into a loop, consistent with the debris captured in the submitted images. Examination of the external and internal pump surfaces found no additional debris. A manufacturing analysis investigation was completed, and the presence of plastic debris was not determined to be manufacturing related. The left ventricular assist device event and periodic log files retrieved from the returned device captured the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. The IFU provides instructions on all surgical procedures, including unpacking the implant kit and prepping, running, and priming the pump. During the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that during the preparation of a new pump, the perfusionist observed debris at the pump cable bend relief that came off when the pump system was removed from the sterile tray. The pump was not implanted due to integrity concerns related to the pump connections and the unexpected debris present. A new pump was opened. There was an approximate 5¿8-minute delay while the second pump was retrieved from the supply room and opened for prep.